Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when patient's neck pain started. This report is for unknown pdc implant/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. The reported event required additional medical/surgical intervention to preclude permanent damage to a body structure. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the purpose of the patient call was to inquire if the prodisc-c implant had a warranty. In (B)(6) 2012 the patient had a second prodisc-c device implanted at c6-c7. This surgery was performed by dr (B)(6). The same doctor also implanted the patient's first prodisc-c device at c6-5 on (B)(6) 2012. The patient continued to have neck pain after the second surgery and she was referred to a pain management doctor and received tylenol and biofreeze as treatment. In (B)(6) 2015 the patient had severe pain and went to the ER. X-rays taken showed the patient's c5 vertebrae was crushed and the prodisc-c implant (c5-c6) had migrated and was putting pressure on her spinal cord. On (B)(6) 2015 the patient returned to the operating room to have posterior fusion of c3-t2 and anterior cervical disc fusion c5-c7 with removal of both prodisc-c implants, respectively. This surgery was performed by dr (B)(6). This complaint involves 2 devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient reported complained event; however, hospital address and phone number were surgery was performed was also reported in initial mw report #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgeries on (B)(6) due to severe pain and post-operative prodisc-c implant migration. Initially, the patient was implanted with a prodisc-c device at level c6-c5 on (B)(6) 2012. A second prodisc-c device was implanted on (B)(6) 2012 at level c6-c7. The patient continued to have neck pain after the second surgery and she was referred to a pain management doctor and received tylenol and biofreeze as treatment. On an unknown date in (B)(6) 2015, the patient experienced severe pain and went to the emergency room (ER). It was reported that x-rays taken at the ER revealed the patient's "c5 vertebrae was crushed and the prodisc-c implant had migrated and was putting pressure on the spinal cord." During the revision surgeries on (B)(6) 2016, both prodisc-c implants were removed, and posterior fusion of c3-t2 and anterior cervical disc fusion c5-c7 was performed. This report is for one unknown prodisc-c device. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that on (B)(6) 2012 (based on previously reported information this date should really be (B)(6) 2012) she was implanted with a prodisc c artificial disc at the c5-c6 level of her cervical spine. On (B)(6) 2015 (based on previously reported information this date should be (B)(6) 2012) she was again in the operating room having a second implant of a prodisc c artificial disc at the c6-c7 level her cervical spine. This procedure was performed off-label. In (B)(6) 2015 it was discovered that the prodisc c artificial disc broke the vertebrae between the two levels and the metal disc itself slid into her spinal column and rested on the spinal cord. This required two additional surgeries and continued physical therapy to resolve. This report is for the events that occurred after the implantation of the second prodisc device. The post-operative pain related to the first implanted prodisc device are reported and captured under linked complaint (B)(4) (MFR number 2520274-2016-12049).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Year of revision surgeries were corrected in narrative to 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgeries on (B)(6) 2015 due to severe pain and post-operative prodisc-c implant migration. Initially, the patient was implanted with a prodisc-c device at level c6-c5 on (B)(6) 2012. A second prodisc-c device was implanted on (B)(6) 2012 at level c6-c7. The patient continued to have neck pain after the second surgery and she was referred to a pain management doctor and received tylenol and biofreeze as treatment. On an unknown date in (B)(6) 2015, the patient experienced severe pain and went to the emergency room (ER). It was reported that x-rays taken at the ER revealed the patient¿s ¿c5 vertebrae was crushed and the prodisc-c implant had migrated and was putting pressure on the spinal cord.¿ during the revision surgeries on (B)(6) 2015, both prodisc-c implants were removed, and posterior fusion of c3-t2 and anterior cervical disc fusion c5-c7 was performed. This report is for one unknown prodisc-c device. This report is 1 of 2 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer for medwatch follow-up reports (B)(4) is may 4, 2016, not may 4, 2013. The incorrect year was previously reported in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device history record review: supplier: (B)(4) ¿ manufacturing date: may 18, 2012 ¿ expiration date: april 30, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is linked to a maude with report # mw5062004.

Manufacturer narrative:
This report is for part 09.820.065s, which is the first prodisc-c implant used on this patient. It was implanted on (B)(6) 2012 and then removed during the revision procedure on (B)(6) 2015. Part 09.820.055s is reported under mfr2530088-2016-10101. Although that device was removed during the same revision in (B)(6) 2015, it was implanted on (B)(6) 2012. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/31/16: a discrepancy was noted between the surgery date ((B)(6) 2012) for the patient's 2nd pro-disc implant as documented in the credo hotline report versus the date reported in this complaint ((B)(6) 2012). Several voice messages left for the patient, the last one (B)(6) 2016, asking for confirmation on the correct date, however, to date, there has not been a replied.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 16june2016, patient called and confirmed that her original date of implant for c6-c7 was (B)(6) 2012.